Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/08/2016 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that the rn noted leaking at the insertion site of the uvc, at the umbilical site which was infusing prostaglandins. Pge switched to piv and upon removal of the catheter a small hole was noted in the tubing. The customer is unsure if it was a defect in the product or upon insertion and securing the tube (if they caught the tube when they were suturing the catheter).

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The lot number was not provided, therefore a device history record (DHR) review could not perform. All DHR's are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could have caused this event. The following possible causes for the failure may be attributed to: operator error, instructions for use (IFU)¿s not followed: connections, infused substances, inspection not performed adequately, material composition. However, without the sample it is not possible to determine a specific root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.